Event description:
It was reported that the transmitter was beeping and smoke was coming out of the back unit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.